Event description:
After 4 mos of implantation, it was reported that in 2001, this pacemaker was removed temporarily, cleaned with an antibiotic solution and replaced in the same location, because of infection. 26 days later, this pacemaker was finally explanted.

Event description:
After 4 mos of implantation, it was reported that in 2001, this pacemaker was removed temporarily, cleaned with an antibiotic solution and replaced in the same location, because of infection. 26 days later, this pacemaker was finally explanted.